Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. A review of the service history shows the device was returned following this notification for service related to this complaint. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called requesting part number for the 8100 motor control board. After asking why he needed it, it was determined he noticed a little bit of corrosion and assumed that was the cause of the error code 242.4030. Recommended that he swap first with a known good board just to be sure. Then I recommended just sending it in for repair since the cost is cheaper than the part.